Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited multiple recorded episodes with evidence of right ventricular (rv) lead oversensing. It was determined that all of the episodes occurred during a shoulder surgery. The device remains in use. No patient complications have been reported as a result of this event.